Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was reported as "transfer set of another company", however, the cause is not supported by substantiative evidence indicating a clear cause. The same day as the peritonitis diagnosis, the patient was hospitalized and was discharged within 6 days. The patient was treated with vancomycin injection (1gm/ every 5th day/ intraperitoneally/discontinued after 14 days), ceftazidime injection (1gm/once a day/intraperitoneally/discontinued after 14 days) and ceftriaxone injection (1gm/twice a day/intravenously/discontinued after 14 days) for peritonitis. Six days after diagnosis of peritonitis, the patient recovered from all the events. Pd therapy was ongoing. No additional information is available.